Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid leaking in dwell 1/4 of his pd treatment. The pd patient's contact said the patient's wife was playing with the trigger and disconnected the catheter from the trigger. The patient contact confirmed that fluid did not come in contact with the cycler. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was re-setup with supplies and completed treatment using the cycler. Per pdrn the sample was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid leaking in dwell 1/4 of his pd treatment. The pd patient's contact said the patient's wife was playing with the trigger and disconnected the catheter from the trigger. The patient contact confirmed that fluid did not come in contact with the cycler. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was re-setup with supplies and completed treatment using the cycler. Per pdrn the sample was no longer available for evaluation.